Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The technician checked out the bed and there was no problem found the bed functions as designed.